Event description:
On (B)(6) 2018, (B)(6) underwent left-sided total knee replacement surgery performed by dr. (B)(6) at (B)(6) hospital in (B)(6). He was implanted with biomet vanguard components. On (B)(6) 2018, in order to bond these components, dr. (B)(6) utilized the defective cardinal hv bone cement. After the cardinal hv bone cement was implanted, mr. (B)(6) began experiencing severe and persistent pain, discomfort, instability and difficulty ambulating due to aseptic loosening. On (B)(6) 2019, patient underwent revision surgery due to gross loosening of his knee components in his left knee. This surgery was performed by dr. (B)(6) at (B)(6) hospital in (B)(6). In this procedure, dr. (B)(6) assessed the implant components and found "gross loosening of the tibial component." No x-rays are available. No further information have been provided.